Event description:
As reported, during preparation for an angiographic procedure, foreign matter (small brown particle) was noted in the barrel of the 8ml control syringe package within the navilyst medical convenience kit. The syringe was not used on the pt and has been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2011, navilyst medical complaint report was reviewed for the product family of syringe and the failure mode of "foreign matter." No adverse trend was identified. The returned syringe was visually examined and a small (4.0 mm to the 2nd power) piece of brown particulate, similar to cardboard, was present in the fluid path. This is unacceptable per navilyst specification (loose foreign matter in the fluid path must not be greater in size than 0.25 mm to the second power). This syringe is a purchased component for navilyst medical and a supplier corrective action request (scar) for a DHR review has been sent to smith's medical. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).